Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the motor was noisy. An alternate device was employed for the procedure. There were no adverse consequences to pt as a result of this event.